Event description:
It was reported that during a laparoscopic nephrectomy, the silicone membrane of the device tore circumferentially. A competitive device was used to complete the case. There was no patient consequence.